Event description:
Customer reported that the insulin pump alarmed button error and she is unable to clear it. Customer does not recall any significant events leading to the alarm. Blood glucose level 155 mg/dl. Nothing further reported.

Manufacturer narrative:
.